Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that "while advancing the tap, the tip broke off in the pt and after assessing the situation, dr (B)(6) felt that it was in the pt's best interest to leave the broken piece and continue with the procedure."